Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted and the motor passed motor test. The insulin pump was received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 169 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The customer declined return of the device. Nothing further reported.